Event description:
It was reported that patient underwent a revision procedure of his spectra penile prosthesis (spp) due to unknown reasons. All components were explanted and a new ambicor penile prosthesis (app) was implanted. Additional information was received. One of the spp cylinders was broken. Patient was unhappy with floppy glans. Device was implanted over a decade ago.